Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted lead found them to be satisfactory.

Event description:
A report was received that the trial patient went to the ER where they discovered purulent discharge from the lead site. The lead site was cleaned and the patient was placed on oral antibiotics. The trial lead was removed as scheduled. The physician did not believe the infection was device related. The patient was reportedly doing well following the procedure.